Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-00705. It was reported the patient's leads had migrated. Surgical intervention took place wherein the leads was explanted and replaced. Effective therapy was established.